Event description:
Description of event according to initial reporter: (B)(6) 2023 - difficult deployment of a celect platinum filter. Additional information received 28jul2023: filter didn¿t deploy from the hook initially. Patient outcome: the patient required an additional procedure due to this occurrence: they had to retrieve the mal-deployed filter and place another.